Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a colectomy, the circular stapler only staple half of the staple circle. The surgeon had to transect lower in the rectum, for which he used a contour and then a new circular was used to perform the colorectal anastomosis. From the portion of the intestine that was not stapled, there was internal leak that needed to be cleaned by the surgeon. The surgery was delayed by 40-minutes but was successfully completed.